Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that patient (pt) said their controller was not recharging. Pt said their controller was at 50% when they finished recharging their ins and after they plugged it into ac power, the green light did not start flashing and the controller battery dropped to 40%. Pt tried resetting the controller twice by taking the li battery out and that did not resolve the problem. Pt inspected the ac power supply and the battery compartment. Pt said the green light on the ac power supply was on and the plug pins looked good, however, a pin in the battery compartment looked a little bent. The issue was not resolved. Additional information received reported that the patient got the remote and still having issues. Pts controller does not power on and is blank. Double a batteries work however once the lith battery is placed the controller is blank or doesn't power on. Patient tried in both controllers. Additional information was received. The patient (pt) called back and reported a continuation of issues reported in this case. Pt reported that they have received the replacement controller and li-battery pack, but while attempting to set the controller up, the controller started vibrating, displayed a blue vertical streak across the screen, requiring the pt to do a controller reset. Pt reported after the controller reset appeared, software problem (1- intellis 2- 3.0 3- 1056 4- appeg.c) screen [99] appeared. An email was sent to the repair department for a new controller and ac power supply (since the pt reported the controller screen was blank when they plugged the controller into the ac power supply). Pt verified the green light was lit on the ac power supply box.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, lot# nlh074097n, product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). Analysis of the 97745bp patient programmer battery pack (B)(6) revealed out of electrical specification. Failed cycle count. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.